Event description:
It was reported to philips that the device gave a remote alert indicating a memory failure, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was indicating remote alert: priority - rmt - ipu: two or more memories failed of ippc. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed the memory failed issue. The customer refused the replacement, and will contact philips when needed. And no further action was necessary at the time. The codes were updated based on the investigation outcome.